Manufacturer narrative:
Device is a combination product. Device code 2524 relates to component code 3038. Device evaluated by MFR: stent delivery system (sds) was returned without a manifold/hub for analysis. A visual examination of the stent found that the stent was damaged on the mid-section with stent struts bunched, distorted and overlapping. The undamaged proximal section of the crimped stent od (outer diameter) was measured which is within maximum crimped stent profile measurement. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft and it was also noted during analysis that the hypotube shaft was broken 1440mm from the distal end of the tip. The manifold/hub was not returned for analysis. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02-mar-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the highly calcified and tortuous left anterior descending artery. After a non-bsc guide wire crossed the lesion, pre-dilation was performed with a non-bsc balloon catheter. Subsequently, a 2.75x28mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. A 2.75x32mm promus element¿ plus drug-eluting stent was then advanced; however, it also failed to cross the lesion. Pre-dilation was performed again at high pressure and the lesion was stented with another of the same device followed by post-dilation and the procedure was completed. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.